Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A20063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". The patient's previously administered products included for an unreported indication: ortho tri- cyclen from 2008 to 2009. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("irregular bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), fatigue ("fatigue"), adenomyosis ("adenomyosis"), depression ("depression"), dyspnoea ("problems breathing"), ovarian cyst ("ovarian cysts"), arthralgia ("joint pain/ knees pain"), pain in extremity ("leg pain/arm pain"), neck pain ("neck pain"), palpitations ("heart palpitation"), abdominal distension ("bloating"), mood swings ("crazy mood"), myalgia ("muscle pain") and premenstrual syndrome ("my pms is awful"), was found to have neoplasm ("tumors") and underwent cholecystectomy ("gall bladder removal"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, nausea, neoplasm, gastrointestinal disorder, alopecia, fatigue, adenomyosis, cholecystectomy, depression, dyspnoea, ovarian cyst, arthralgia, pain in extremity and neck pain had resolved and the genital haemorrhage, menorrhagia, anaemia, dermatitis allergic, vaginal haemorrhage, abdominal distension, mood swings, myalgia and premenstrual syndrome outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, anaemia, arthralgia, back pain, cholecystectomy, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, mood swings, myalgia, nausea, neck pain, neoplasm, ovarian cyst, pain in extremity, palpitations, pelvic pain, premenstrual syndrome and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), anemia, nausea, tumors, gi conditions, hair loss, fatigue, adenomyosis, gall bladder removal, depression, problems breathing, ovarian cysts. Each side exhibited 2 to 3 coils visible at the os. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Event premenstrual syndrome was added. Historical and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A20063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". The patient's previously administered products included for an unreported indication: ortho tri- cyclen from 2008 to 2009. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2013 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("irregualr bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), fatigue ("fatigue"), adenomyosis ("adenomyosis"), depression ("depression"), dyspnoea ("problems breathing"), ovarian cyst ("ovarian cysts"), arthralgia ("joint pain/ knees pain"), pain in extremity ("leg pain/arm pain"), neck pain ("neck pain"), palpitations ("heart palpitation"), abdominal distension ("bloating"), mood swings ("crazy mood"), myalgia ("muscle pain") and premenstrual syndrome ("my pms is awful"), was found to have neoplasm ("tumors") and underwent cholecystectomy ("gall bladder removal"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, nausea, neoplasm, gastrointestinal disorder, alopecia, fatigue, adenomyosis, cholecystectomy, depression, dyspnoea, ovarian cyst, arthralgia, pain in extremity and neck pain had resolved and the genital haemorrhage, menorrhagia, anaemia, dermatitis allergic, vaginal haemorrhage, abdominal distension, mood swings, myalgia and premenstrual syndrome outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, anaemia, arthralgia, back pain, cholecystectomy, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, mood swings, myalgia, nausea, neck pain, neoplasm, ovarian cyst, pain in extremity, palpitations, pelvic pain, premenstrual syndrome and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), anemia, nausea, tumors, gi conditions, hair loss, fatigue, adenomyosis, gall bladder removal, depression, problems breathing, ovarian cysts.each side exhibited 2 to 3 coils visible at the os. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Event premenstrual syndrome was added. Historical and concomitant drugs were added. We receveid a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A20063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". The patient's previously administered products included for an unreported indication: ortho tri- cyclen from 2008 to 2009. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6)2013 to (B)(6)2013. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("irregular bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), fatigue ("fatigue"), adenomyosis ("adenomyosis"), depression ("depression"), dyspnoea ("problems breathing"), ovarian cyst ("ovarian cysts"), arthralgia ("joint pain/ knees pain"), pain in extremity ("leg pain/arm pain"), neck pain ("neck pain"), palpitations ("heart palpitation"), abdominal distension ("bloating"), mood swings ("crazy mood"), myalgia ("muscle pain") and premenstrual syndrome ("my pms is awful"), was found to have neoplasm ("tumors") and underwent cholecystectomy ("gall bladder removal"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, nausea, neoplasm, gastrointestinal disorder, alopecia, fatigue, adenomyosis, cholecystectomy, depression, dyspnoea, ovarian cyst, arthralgia, pain in extremity and neck pain had resolved and the genital haemorrhage, menorrhagia, anaemia, dermatitis allergic, vaginal haemorrhage, abdominal distension, mood swings, myalgia and premenstrual syndrome outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, anaemia, arthralgia, back pain, cholecystectomy, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, mood swings, myalgia, nausea, neck pain, neoplasm, ovarian cyst, pain in extremity, palpitations, pelvic pain, premenstrual syndrome and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), anemia, nausea, tumors, gi conditions, hair loss, fatigue, adenomyosis, gall bladder removal, depression, problems breathing, ovarian cysts.each side exhibited 2 to 3 coils visible at the os. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2013: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jan-2020: social media was received. Event premenstrual syndrome was added. Historical and concomitant drugs were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A20063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". The patient's previously administered products included for an unreported indication: ortho tri- cyclen from 2008 to 2009. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("irregular bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), fatigue ("fatigue"), adenomyosis ("adenomyosis"), depression ("depression"), dyspnoea ("problems breathing"), ovarian cyst ("ovarian cysts"), arthralgia ("joint pain/ knees pain"), pain in extremity ("leg pain/arm pain"), neck pain ("neck pain"), palpitations ("heart palpitation"), abdominal distension ("bloating"), mood swings ("crazy mood"), myalgia ("muscle pain") and premenstrual syndrome ("my pms is awful"), was found to have neoplasm ("tumors") and underwent cholecystectomy ("gall bladder removal"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, nausea, neoplasm, gastrointestinal disorder, alopecia, fatigue, adenomyosis, cholecystectomy, depression, dyspnoea, ovarian cyst, arthralgia, pain in extremity and neck pain had resolved and the genital haemorrhage, menorrhagia, anaemia, dermatitis allergic, vaginal haemorrhage, abdominal distension, mood swings, myalgia and premenstrual syndrome outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, anaemia, arthralgia, back pain, cholecystectomy, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, mood swings, myalgia, nausea, neck pain, neoplasm, ovarian cyst, pain in extremity, palpitations, pelvic pain, premenstrual syndrome and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), anemia, nausea, tumors, gi conditions, hair loss, fatigue, adenomyosis, gall bladder removal, depression, problems breathing, ovarian cysts. Each side exhibited 2 to 3 coils visible at the os. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), fatigue ("fatigue"), adenomyosis ("adenomyosis"), depression ("depression"), dyspnoea ("problems breathing") and ovarian cyst ("ovarian cysts"), was found to have neoplasm ("tumors") and underwent cholecystectomy ("gall bladder removal"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, nausea, neoplasm, gastrointestinal disorder, alopecia, fatigue, adenomyosis, cholecystectomy, depression, dyspnoea and ovarian cyst had resolved and the menorrhagia, iron deficiency anaemia and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, back pain, cholecystectomy, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, gastrointestinal disorder, iron deficiency anaemia, menorrhagia, nausea, neoplasm, ovarian cyst and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure removal date. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), anemia, nausea, tumors, gi conditions, hair loss, fatigue, adenomyosis, gall bladder removal, depression, problems breathing, ovarian cysts. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet received. Event injury was updated to events: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), anemia, rash/skin condition, nausea, tumors, gi conditions, hair loss, fatigue, adenomyosis, gall bladder removal, depression, problems breathing, ovarian cysts and right occlusion only. Outcome for events pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, nausea, tumors, gi conditions, hair loss, fatigue, adenomyosis, gall bladder removal, depression, problems breathing, ovarian cysts were resolved. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('irregualr bleeding') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A20063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), fatigue ("fatigue"), adenomyosis ("adenomyosis"), depression ("depression"), dyspnoea ("problems breathing"), ovarian cyst ("ovarian cysts"), arthralgia ("joint pain/ knees pain"), pain in extremity ("leg pain/arm pain"), neck pain ("neck pain"), palpitations ("heart palpitation"), abdominal distension ("bloating"), mood swings ("crazy mood") and myalgia ("muscle pain"), was found to have neoplasm ("tumors") and underwent cholecystectomy ("gall bladder removal"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, nausea, neoplasm, gastrointestinal disorder, alopecia, fatigue, adenomyosis, cholecystectomy, depression, dyspnoea, ovarian cyst, arthralgia, pain in extremity and neck pain had resolved and the genital haemorrhage, menorrhagia, anaemia, dermatitis allergic, vaginal haemorrhage, abdominal distension, mood swings and myalgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, anaemia, arthralgia, back pain, cholecystectomy, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, mood swings, myalgia, nausea, neck pain, neoplasm, ovarian cyst, pain in extremity, palpitations, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), anemia, nausea, tumors, gi conditions, hair loss, fatigue, adenomyosis, gall bladder removal, depression, problems breathing, ovarian cysts.each side exhibited 2 to 3 coils visible at the os. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on 28-jun-2013: right occlusion only. Concerning the injuries reported in this case, the following ones were described in patient¿s social media records heart palpitation , irregular bleeding, bloating crazy mood. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs , mr and social media received. Reporters information updated. Lot no. Were added. Event:joint pain/ knees pain , leg pain /arm pain , neck pain ,heart palpitation , irregular bleeding , bloating crazy mood were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.